Event description:
It was reported that after the procedure, the fiber broke after first usage. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis and found no defects and had signs that it was used. Microscopic inspection found that the tip is degraded, has burn marks s on the fiber jacket, and no defects on the connector. Functional test noted that applicator has been used 3 times. Aiming beam is weak. The product record review (prr) results did not determine any anomalies in the manufacturing documentation, and the failure mode was not unanticipated or new to bsc. A labeling review was performed on the device instruction for use (IFU). The IFU cited to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to the manufacturer for a replacement. A review of the device history record (DHR) indicates that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Boston scientific concludes that the fiber break was not confirmed. The fiber had no defects and had signs of usage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that after the procedure, the fiber broke after first usage. The procedure was completed with another of the same device. There were no patient complications.